Manufacturer narrative:
(B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that there was no stent on the sds. As part of the analysis, the manufacturing data for the stent profile was reviewed. The maximum crimped stent od (outer diameter) measurement at the time of manufacture for the returned device was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon appeared to have been subjected to positive pressure and a vacuum pulled. This could have initiated stent detachment. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 23-may-2018. It was reported that crossing difficulty was encountered. The target lesion was located in the left anterior descending artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion due to severe stenosis. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, additional information received confirmed that the stent was intact on the delivery system when the device was removed and was dislodged outside patient.